Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site. The patient described the pain as though it was a shocking sensation. Surgical intervention was undertaken on (B)(6) 2019 during which the ipg was buried deeper in the ipg pocket. Postoperatively, the patient is reportedly receiving effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.